Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/19/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that it was received one needle-suture piece and a labeled winding former that pertain to the product code 1647g. Upon visual inspection of the needle, it was observed to be larger. However, the needle was measured and compared against the drawing specification to detect any issues related to product mix or anomalies observed during the evaluation. The needle meets the finished good specification. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The needle meets the needle specification. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how many devices present this issue? In event description only mention "the needles are much larger". Could you please confirm if is it possible that this report was a mixed product or an incorrect component issue? Please clarify. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows a product box 1647g open. The image is not clear to determine the failure mode or the reported condition. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2022-09694.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. The needles are much larger than the usual and seen to be larger than the to scale drawing of the needle as indicated on the packet. There were no adverse patient consequences provided. Additional information was requested.